Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the representative noted that the system was now operational.

Manufacturer narrative:
On-site functional and visual examination was performed by a manufacturer representative. The representative noted that the issue was caused by the poe malfunctioning. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during a toronto trade show the system stated "localizer is not connecting". The ndi toolbox does not show the camera as connected. A medtronic representative performed some troubleshooting and found that the problem was either the poe injector or the camera. The cables were good and the poe was providing power, but there was no communication when the poe was connected to the o-ring box.